Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic during follow-up. Interrogation of the pacemaker revealed that the atrial lead was not sensing or capturing. Lead revision was discussed but did not occur. The physician believed that the lead issues could be contributing to the patient's heart failure symptoms of chest pain, shortness of breath, and palpitations. The patient was in stable condition.